Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The trigger and pin used to rotate the handle came apart from the mics handpiece during a surgical procedure. After last cut the trigger and pin came apart from the handpiece case type: tka . Intra-op . After last cut the trigger and pin came apart from the handpiece.

Manufacturer narrative:
Reported event: it was reported that the trigger and pin used to rotate the handle came apart from the mics handpiece during a surgical procedure. After last cut the trigger and pin came apart from the handpiece. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k079x and 23 devices were accepted into final stock on 05/06/2016. A review of qt-16-05-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k079x shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event. Device not returned.

Event description:
The trigger and pin used to rotate the handle came apart from the mics handpiece during a surgical procedure. After last cut the trigger and pin came apart from the handpiece case type: tka intra-op. After last cut the trigger and pin came apart from the handpiece.